Event description:
It was reported that the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one. No impact on patient.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one. No impact on patient.

Manufacturer narrative:
(B)(4). The complaint trend review for the last five years on the same defect type and catalogue number/product type is 100% leak tested and no leak product was found. Since there is no sample returned for investigation, one set of representative samples was retrieved from production lot for simulation purpose. Visual inspection was conducted on the production representative sample and no defect was observed. The cuff pressure of the production representative sample was then inflated to 25mbar by using calibrated endotesta and no abnormality was observed. A water leak test was conducted and no air bubbles were observed flowing out of from both cuffs. There is no issue found from the simulation test. The complaint was unable to be further investigation due to no sample returned. Since there was no photograph received the root cause of the leak found prior to use at the customer side could not be further verified. Hence, this complaint is not confirmed.